Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had poor communication. The patient last had stimulation a couple of months ago and was last able to successfully charge a couple of months ago. The patient explained he had other medical issues and stopped using the implant in the meantime. The patient was directed to the healthcare provider to address the possible overdischarge and to contact a manufacturer representative to jumpstart. The indication for use was non-malignant pain. Additional information was received from a manufacturer's representative (rep). It was reported that the rep was able to pull the patient out of the overdischarge. When the patient was pulled from overdischarge end of service (eos) was seen. The patient stated that there was another overdischarge in the past, but it is unknown when, and the rep was notified on the day of the call. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the actions taken to resolve the eos message was that the patient was instructed to call the healthcare provider (hcp)'s office to schedule a consult. The rep has not been informed of any consult at this time. No further complications were reported or anticipated. This information was confirmed with the hcp.